Event description:
It was reported that the patient presented via merlin.net transmission. Upon review, the patient experienced far field r wave oversensing and automatic mode switch episodes. No further information was available.